Event description:
The customer reported that the device failed to deliver defibrillation therapy. A backup device was used. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to deliver defibrillation therapy. A backup device was used. There was no negative patient impact. The customer's biomed subsequently reported to philips that he had replaced the patient connector to resolve this malfunction. Please note that the customer did not provide the serial number of the device.